Manufacturer narrative:
Samples were drawn in bd vacutainer sst 13x100. Qc was drifting low several days prior to the event. Bci field service engineer (fse) replaced leaking reagent syringe and flushed the crem module.

Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxc 800 pro synchron chemistry analyzer generated erroneously high creatinine (crem) results for three (3) patients. The results were reported out of the lab. Repeat testing generated lower results and the reports were amended. No changes to patient treatment or diagnosis were reported.